Event description:
Device 1 of 4. Reference MFR report #s 1627487-2012-00316, 00317, 00318. It was reported the patient (B)(6) lost stimulation. Surgical intervention was undertaken to address this issue. Intraoperative testing found impedance issues for the lead when tested independently and in conjunction with the extensions. Both the patient's lead and extensions were explanted. Due to anatomical problems, the extension had to be cut in order to be successfully extracted, and the attempt to implant a new lead was unsuccessful. During the procedure, the physician also elected to explant the patient's ipg due to a previously observed low battery warning. A subsequent surgical procedure will be scheduled to implant the patient's replacement scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.